Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they have gone through the process to clear the power error unsuccessfully. She is getting the error every three to four hours. The patient's blood glucose is 119 mg/dl. Troubleshooting was performed. The cutomer stated that the power error alarm recurred within a week of the previous call for the same issue. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.